Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of parts due to wear, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited detachment of the rubber cover of the forceps channel port, and the joint section between bending tube and distal end is not secured. There was no patient involvement.